Event description:
It was reported that the biomedical engineer (be) indicated that the pace light emitting diode (led) is yellow instead of the expected green on the external pulse generator (epg) indicator lights. Technical services indicated that this does not affect the function or operation of the epg. The status of the epg is unknown; however, the be will discuss with the users of the epg and if there was an issue with this, the epg would be returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).